Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s hip joint via mom 10 years ago. The patient complained discomfort (including the pain) at the patient¿s hip 6 month ago, so that visited the hospital on (B)(6) 2017. Then the surgeon recognized the pseudotumor, the implanted cup was loose, and osteolysis was appeared in sleeve part under x-ray. The revision surgery will be planned to perform later. No further information was provided by hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.